Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain gold-tite hexed screw (iunihg) was returned for investigation. Visual evaluation of the returned product identified signs of use and damaged drive feature. Related complaint (B)(4) is also for loosening (2nd event). Functional testing was performed for loosening event, and thread had no malfunction. Pre-existing conditions were noted. The device had been placed on a tooth location 14 for an unknown duration of time. X-ray & picture evaluation: x-rays or picture images were not provided review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: warnings, precautions and potential adverse events. Per the applicable IFU, under section 'precautions', it is stated that improper technique could cause screw loosening. DHR review: DHR review was completed for the subject lot number (1238434). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Complaint history review: complaint history review was completed for the subject lot number (1238434) for loosening category and 1 other complaint was identified: (B)(4) (related complaint). Post market trend review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional: loosening) or product (iunihg). Therefore, based on the available information, device malfunction (for loosening) has not occurred and the reported event could not be verified.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Screw loosenign was reported.